Manufacturer narrative:
The root cause of the reported clinical observations was not identified. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this system exhibited noise, oversensing and pacing inhibition which resulted in greater than two seconds of asystole and a syncopal event for this patient. A revision procedure was performed and the associated right ventricular (rv) lead was removed from service. No visual lead defects were identified via x-ray. This device remains in service. No additional adverse patient effects were reported.